Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm, failed battery test alarm, power loss alarm or blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display. Customer stated that they experienced a blood glucose level was 300 mg/dl and 326 mg/dl. Customer stated that display did not return after insulin pump restart. The product will return for the analysis.